Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. The device was visually inspected and no defect was found. A communication tool audio test was performed and failed. Customer complaint was confirmed. The root cause was confirmed, receiver has a defective "speaker sub-assembly global receiver".